Event description:
It was reported that the piston on the pump was "stuck" on multiple occasions. There was no adverse impact to the customer's blood glucose level. No additional information was obtained and the customer reverted to using an alternate pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.